Event description:
It was reported by service report that the molded wheel was broken out at the center. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other - wheel assembly.